Event description:
When opening the sterile product the scout nurse discovered a hair inside the sterile packaging. Another identical device was immediately available for use and case completed without any delays.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.